Event description:
It was reported via receipt of clinic notes that the pt was seen for a f/u visit in the beginning of december, and an unk type of diagnostic test revealed high lead impedance when the pt's device was tested. The pt indicated that he did not feel as though the vns has helped for his seizures, and he has not had a seizure in "years". The physician disabled the device at that time, and monitored the pt for two weeks for seizure control. At the next office visit, two weeks later, it was noted in the clinic notes that "the pt was not having seizures for many years, then he had an accident and was not sure if he fell asleep or had another seizure. The pt requested to have his vns device turned back on and replace the battery due to the vns being shut off." The physician programmed the device back on to low settings, and referred the pt to a surgeon for a consult to explore the vns device and if a lead revision would be necessary. The pt subsequently had surgery where the lead and generator were replaced. Good faith attempts to obtain add'l info from the physician as well as the return of the explanted devices for analysis are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.